Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. The full name of the event site address was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit's augmentation alarm sounded. When trying to use the device, the start key did not respond well and shortly after the drive started, attempted to operate the touch panel but the touch operation was not accepted. After being unsuccessful with getting the unit to work, it was replaced with another device to continue treatment. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site state - (B)(6), event site postal code - (B)(6). This iabp unit was inspected at our service center after returning from the facility; however, the issue was unable to be replicated. Therefore the touch screen was replaced to a new one in order to avoid further issues as a precautionary measure. The software version was provided. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.